Event description:
It was reported that during surgical inspection/observation of the connection port, there was wear and tear of the catheter found. The device diagnosis was specified to be a catheter break/cut. A proximal revision was then elected, specifically, a proximal thoracic intrathecal revision occurred on (B)(6) 2014. The pump was removed due to normal battery depletion during the same procedure. The reason for the surgical inspection of the catheter was not provided. Additional information has been requested regarding the reason for the surgical inspection but was not available as of the date of this report. The severity of the event was not applicable as there was no adverse event reported. The event outcome was listed as resolved without sequelae with a resolution date of (B)(6) 2014. The device system was used to deliver fentanyl. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The connection port was inspected during the pump replacement. The pump was replaced for normal battery depletion. There were no symptoms related to this event.